Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia, with cgm showing 261 mg/dl and confirmatory fingerstick at 291 mg/dl about three hours after dinner, without symptoms or alarms, shortly after a same-day cartridge swap; the user was guided through a full supply change on a cd infusion site and later reported glucose at 272 mg/dl before choosing to go to bed. Symptoms included asymptomatic hyperglycemia. Outcomes included no injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included remote troubleshooting and user education, including a complete supply change. Investigation of this case revealed no device alarms or malfunctions reported and no component failure identified, and the event was characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.